Event description:
Event description cpi received information that this implantable pulse generator (ipg) would not pace in the bipolar mode. The ipg has been reprogrammed to unipolar and functions appropriately.